Manufacturer narrative:
As a result of an FDA compliance evaluation regarding medical device reports submitted in summary format for the first quarter of 2021, it was identified that MFR # 2020394-2021-80397 was submitted in error by grouping two distinct product catalog numbers. This report will capture the two malfunctions with product catalog number unknown filter. The lot numbers for the malfunctions were not provided and lot history reviews were not performed. The devices for the two malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for each malfunction. The investigations for both malfunctions are confirmed for perforation and tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicates that model unknown filter vena cava filter allegedly perforated and tilted. The information was received from various source. Both malfunctions involved patients with no reported consequences. Of the two malfunctions, one patient was reported as a (B)(6) year old male, and the other was reported as a (B)(6) year old female. The patients' weights were not provided.